Manufacturer narrative:
H6: method-86 (other): work order search for the lens and cartridge. Results: 100 (other): a lens work order search was performed and no similar complaints were found within the work order. A cartridge work order search was performed and one similar complaint was found within the lot.

Event description:
The surgeon implanted a cq2015 collamer three-piece lens, but it tore while being inserted. Half of the lens stayed in the cartridge and the other half was implanted. The lens was removed with no pt injury. The contact stated it was unk as to why the lens tore.